Event description:
It was reported that when using the bd pyxis¿ es server had syringes display zero on server despite stock in pyxis. The customer also verified the hsv for stockout alerts and confirmed that no alerts were present. Due to the conflicting data between the devices and the server, there was concern that nurses might be unable to pull the medication as needed. The customer stated that they planned to reboot all stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the syringes were showing as zero on the server despite being in stock in the pyxis. A technical support specialist (tss) dialed in to the application server, logged into the pyxis enterprise server, and ran an inventory report filtered by the medication identifier and device information provided by the customer. The report showed that the medication was reflected correctly and was not displaying as zero. The customer later informed the tss that the issue had been resolved on their side and that all medications were now appearing correctly across all cores. The customer was advised to close the case and reopen it if the issue recurred. The system functioned after the technical support specialist troubleshoot the device.